Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part: 323.46. Lot: 5417136. Supplier lot number: n/a. Manufacture date or release to warehouse date: january 17, 2007. Expiration date: n/a. Supplier/manufacture site: (B)(4). No nonconformance reports (ncrs) were generated during assemble production of lot 5417136. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation: during routine incoming inspection of a loaner set, it was observed that the drill guide was broken. The repair technician reported the device is missing the spring, threaded nipple, and drill sleeve. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring, threaded nipple, drill sleeve. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer. No design or manufacturing issues were identified, therefore, it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that during a routine inspection of a loaner set it was observed that the universal drill guide was broken at fsl ups lyndhurst, nj site. No patient involvement. This report is for one (1) 4.5mm universal drill guide. This is report 1 of 1 for complaint (B)(4).